Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator's internal battery deleted alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ac power was not recognized, and the power led did not turn on. It was investigated and revealed that the dc power was not output from the power supply. The power supply was replaced, and it resolved the phenomenon. The power cord did not have anomaly.

Event description:
The manufacturer received information alleging a ventilator's internal battery deleted alarm occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.